Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This product was included in a field action, but product analysis found that the product did not perform as described in the field action. Evaluation summary: analysis of the device memory indicated the battery impedance trend was rising.